Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. The personal therapy manager (ptm) code 8476 (meaning motor stall) was reported on (B)(6) 2017. It was noted that a couple months ago (from (B)(6) 2017) the patient periodically on saturdays sees the 8476 code and that it was not every saturday or every day. A few hours later or the next day the ptm would work. It was indicated that the patient¿s healthcare professional (hcp) looked it up and said it had something to do with the motor and the patient didn't think there was a motor in the ptm, per the consumer. It was reviewed that it was the motor in the patient¿s pump and the patient would need to follow-up with hcp to check the status of the pump. It was noted the patient would go in for a refill in a week and a half. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6) 2017. It was reported that the pump status and/or event log report a motor stall occurred. The patient had seen the 8476 code on their personal therapy manager (ptm). It was unknown if the patient recently had an MRI. The representative had gotten a call from the patient about the error code and did not know any further information. The representative was going to follow-up with the patient to check their logs. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-22. The representative reported that the patient had a couple motor stalls with recoveries seen on the pump status and/or event log report. The motor stalls recovered shortly after they occurred, prior to 2 hours. The patient had not had an MRI. The patient worked around computers, no other electromagnetic interference was known. The representative had seen the patient this past week and reported that the motor stalls had resolved. No further motor stalls had occurred. The patient did not report any symptoms. The representative had no further information regarding the event.